Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va1j3a9 serial# implanted: 2017-(B)(6) explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: 2018-(B)(6) product type extension product ID 3708660 lot# serial# (B)(4)implanted: 2016-(B)(6) explanted: 2018-(B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had an infection. IV antibiotics were taken for 2 months. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-08-29 product type extension product ID 3708660 serial# (B)(4) implanted: 2016 (B)(6)explanted: 2018(B)(6) product type extension h6: patient code (B)(4) added. Conclusion code 67 added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study specified the patient was admitted to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient got an infection at the ins site on the left side after a battery replacement on (B)(6) 2018. It was unknown how the patient got the infection. It was reported on (B)(6) 2018, the left neurostimulator and both of the extension wires were explanted due to the infection. The surgeon also replaced the left neurostimulator and both extension wires on (B)(6) 2018 and treated the patient with antibiotics. The patient was alive without injury at the time of the report. No further complications were reported or anticipated. Additional information was received from hcp via the rep stating it was unknown how the patient was responding to the antibiotics yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event without sequelae on (B)(6) 2018.